Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 475 mg/dl at the time of incident. The customer was treated with manual injection and insulin pump. The customer declined troubleshooting for high blood glucose level. The customer also reported the insulin pump was getting no delivery alarm. The customer did troubleshooting for no delivery alarm and found that insulin exited. The insulin pump will not be returned for analysis.